Manufacturer narrative:
As no device information was provided, the specific recall number is unknown. Possible recall numbers include z-1972-2021, z-1973-2021, and z-1974-2021.

Event description:
The manufacturers device was returned to a third-party service center regarding the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There were no reports of serious patient harm or injury, and no medical interventions were required. During the evaluation, the service center visually inspected the device. The inspection revealed damaged foam. The device was ultimately scrapped. Further investigation will not be carried out at this moment. If any new information emerges, a follow-up report will be provided.